Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the delay to the procedure was approximately 10 minutes and the event occurred intra-operatively. There was no reported impact on patient outcome. Patient demographics were confirmed as unknown. Unknown initial reporter. These answers were confirmed with the site.

Manufacturer narrative:
The handswitch, lot number 450655 rev. D, was returned and analyzed. When actuated, the 2d and 3d buttons would not acquire an image. The store button was functioning as expected when pressed. There was a faulty hand switch. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3.) Onsite functional and visual examination was performed by a manufacturer representative. The handswitch was malfunctioning causing the reported event. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d: information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000194 switch xray hand medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that the spin terminates early when using a hand switch. When swapped to a footswitch, the issue was resolved and scans were acquired successfully.